Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Citation: mortamais, j. Et al. (2013). Endovascular treatment of juxta-anastomotic venous stenoses of forearm radiocephalic fistulas: long term results and prognostic factors. Journal of vascular interventional radiology, 24: 558-564. (B)(4).

Event description:
Same case as: 2134265-2014-02032, 2134265-2014-02033. It was reported via a journal article that intraoperative thrombosis occurred. Patients studied were treated with high-pressure (blue-max) or cutting balloons and wallstents. One patient experienced intraoperative thrombosis of the arteriovenous fistula. This was the only major complication noted.